Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed visually have fractured during surgery. The tip remains in the vertebral body and there was no surgical delay. Manufacturing files were reviewed and no anomalies were found. Conclusion: the probable root causes for the tap fracture is not preparing the bone as per the stg.

Event description:
During tapping of the l4 pedicle with cannulated modular tap cod. Two of the loops of the tip of the instrument broke and that have been left inside the patient. The surgeon try to take out of the pedicle the loops but they stuck in the bone and he couldn't remove them. He decide to insert the screw as normal.

Event description:
During tapping of the l4 pedicle with cannulated modular tap cod, two of the loops of the tip of the instrument broke and that have been left inside the patient. The surgeon try to take out of the pedicle the loops but they stuck in the bone and he couldn't remove them. He decide to insert the screw as normal.